Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: could you please clarify if the suture got broken or if the issue is that it almost got broken? The suture was not broken. The issue was the suture was so fragile. In case the suture got broken, please confirm when did the suture got broken (during removal from package /during passage through tissue/ during tying / post-op)? N/a investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty open foil, one winding former with four needle-suture, two dispensed needle-suture, and two used needles that pertain to product code jb864. This product code is control release and required eight strands per packet. Upon visual assessment of six needle-suture, it was observed that the strands had begun with a degradation process caused by exposure to the environment. In addition, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When opening the package, the suture was so fragile that it almost broke the suture when it was pulled by hand. No adverse patient consequences were reported. Additional information was requested